Event description:
Patient was having a video assisted thoracoscopy with biopsies. Three thoracoscopic ports were placed; biopsies were obtained using a stapling device and chest tubes inserted. Patient has been found to have a metal piece (approx. 2mmx3mm) resembling part of the stapler in her lung. We cannot confirm that in fact this foreign body is part of the stapler, however, because it is inside of the patient. This piece marks how far the staple load has been deployed. The piece inside the patient closely resembles the piece from the piece of equipment.